Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the aneurysm ruptured when the physician was attempting to insert the rebar catheter inside the aneurysm. The procedure was completed with balloon assisted coiling.no other injury was reported with the patient and the patient was discharged at mrs 1.